Manufacturer narrative:
E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported that the patient faced that infusion set did not work and got skin irritation and a knot the other leaked at the site. No further information available